Event description:
It was reported that the device exhibited ventricular over-sensing. No further information available.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-16797, as there is no malfunction on this product. The event is reported on the concomitant medical product in MDR 2017865-2025-17277.